Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Additional ino has been requested. (B)(4).

Event description:
An optometrist reported following intraocular lens (iol) implant surgeries that lenses are breaking down and patients are experiencing glare from glistenings. Additional info has been requested.